Event description:
It was reported that the patient underwent a spinal fusion with instrumentation at l4-l5. Approximately 2 weeks post op, it was reported that the spinal alignment was changed and spondylolisthesis worsened. A revision surgery was performed approximately 1 month post op. It was found at the revision surgery that the left l5 pedicle was broken. The doctor extended the fusion level to s1 at the revision surgery. The patient was reportedly doing well after that. It was also reported that the "bone condition of the patient was not good".

Manufacturer narrative:
Device was not returned to manufacturer for evaluation. It was reported that a pedicle was found to be fractured during the salvage surgery underscores the fact that purchase and bone quality was poor. The actual timing and mechanism of pedicle fracture is unk, however, such an occurrence is much more likely during initial pedicle screw placement, than later during loss of reduction. If the pedicle was fractured during initial insertion, it would have further compromised the purchase already limited by poor bone quality and contribute to bone/pedicle screw interface failure.